Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump was dropped the pump and cannot read the screen. The customer¿s blood glucose level was 160 mg/dl. The customer was assisted with troubleshooting. Customer states the scratch and cracks on the screen of pump. Customer reports damage to the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with cracked and bleeding lcd glass. Unable to perform displacement test due to physical damage. The device was received with cracked case at the display window corners, minor scratched display window, scratched case and stained end cap sticker.